Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-10. H6: investigation summary: bd received 4 samples and 4 photos from the customer in support of this complaint. The samples and photos were visually evaluated and the indicated failure mode(s) of foreign matter, damage, and molding defect were observed. The samples and photos show 1 tube with foreign matter in the tube, 1 tube shows embedded foreign matter in the hemogard closure, 1 tube shows embedded foreign matter in the tube, and 1 tube shows damage to the bottom edge of the hemogard closure. Bd could not determine a root cause of the foreign matter. A root cause for the defective ink is attributed to the production process. The root cause for the embedded foreign matter is attributed to resin colorant and/or resin adhering to the interior of the mold core and breaking free during the production process. The root cause of the scratch on the tube is attributed to a misalignment of the shield and tube within the production process. Bd was able to confirm the customer¿s indicated failure modes with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: fm in gel x1; dirty cap x1; spot in tube x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: fm in gel x1, dirty cap x1, spot in tube x1."